Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the reportable malfunctions could not be specified. However, it is likely due to a component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the camera head was found to be insufficiently reprocessed. A cloudy image was observed, attributed to a damaged charge-coupled device (ccd), which showed a deformed housing, moisture damage, and a displaced packing ring. There were also visible loop-shaped stains inside the ccd cover glass that could not be captured by the camera. Additionally, a hole was present in the video cable, and the unit failed the water leak test due to leakage between the rear and front head covers. No patient was involved.